Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, lot# n163073001, implanted: (B)(6) 2008, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was 2018 (date unknown). It was reported the pump was exposed to the skin. An exam was done by the physician, date unknown. The patient presented with a pump eroding through the skin. Surgical intervention was scheduled for (B)(6) 2018. Patient status was alive - with injury noted as there was a small opening in the pump, pocket incision and the catheter connector was exposed. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved. Patient weight and medical history were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. On (B)(6) 2018 the patient underwent revision of pump segment of catheter. The 40 ml pump was exchanged for a 20 ml pump as the surgeon felt it would be less likely to erode again. The device was discarded. There was no indication that it was malfunctioning. The erosion has been resolved. The patient¿s weight at the time of the event was (B)(6) pounds. Medical history was cerebral palsy.